Event description:
Reported indicated that patient had been receiving erratic blood glucose results (296, 535, 111, and 88 mg/dl - within 8 minutes), while using the suspect device. Reported indicated that patient typically receives total parenteral nutrition; however, they had been off of it for 4 days. Reporter stated that patient was taken to the hospital, where their blood glucose was closely monitored. Controls had been run on the system and tested in range. A request was made for the return of the suspect product and replacement product was shipped.